Manufacturer narrative:
The device was returned for analysis. Visual inspection confirmed there was damage to the external layer of the lead along the lead body. Closer inspection of the damages showed several locations look to have been peeled or puncture, which indicates that a sharp tool or object had caused the damage. The root cause of the damage is likely caused by the insertion needle during the insertion or removal of the lead. The manufacturing records were reviewed and no non-conformities were found.

Event description:
It was reported to nevro that during the implant procedure, the insulation of the lead was likely damaged by the insertion needle. The lead was replaced and the procedure was completed with no further reports of complications and no injuries to the patient. There were no reports of detached components from the lead and the lead was returned for investigation.